Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Onset date/time of the pain from surgery if reoperation? Please provide the date of reoperation. What were the findings on reoperation? Were any deficiencies or anomalies noted with mesh device? Are there any pictures available for evaluation? Was the device removed? Product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent a sling procedure on an unknown date. Following the procedure, the patient experienced vaginal pain and the mesh was removed completely by surgery. Additional information has been requested.